Event description:
It was reported by service report that the footboard did not sit on the bed correctly. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard connector.